Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis had a black screen due to controller board malfunction. A field service engineer (fse) replaced the pyxis bus module controller (pmc) and drawer controllers on auxiliary device in drawer 5. Hardware test applications were executed to verify functionality, confirming the station was operating correctly after repair. There was no issue on the main station. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system had a black screen. Reboot attempts were made and connections were checked. However, the screen remained black and the device was not communicating. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.